Event description:
I have just received an email stating that this ventilator failed to deliver a mandatory breath. The patient had gone back from a spont mode to psimv+ but they tried all modes. It wouldnt deliver the volumes in apv simv and it wouldnt generate the pressures in duopap. All alarm limits appeared normal and all settings were normal. I am booked to attend site tomorrow and will attach the logs once I have got them tomorrow.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the complaint was determined to be a usage error. There was no patient or user harm reported.